Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose and no delivery alarm on the insulin pump. Customer's blood glucose level went as high as 500 mg/dl. Customer treated their high blood glucose via insulin pump. Customer received a no delivery alarm during bolus delivery. Customer realized they did not receive proper insulin until they attempted to program a basal. Customer declined to troubleshoot their low blood glucose which had resulted from treating their high blood glucose.